Event description:
It was reported that via merlin.net transmission, the right ventricular lead exhibited high impedance and noise. On (B)(6) 2014 the noise was reproduced in the clinic with isometrics and without movement. The lead was capped and replaced on (B)(6) /2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.